Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 8030647-2016-00072 for the first report. It was reported that a patient had two incidents with the closed suction catheter, breaking off from the distal end during suction and remained in patient's trach. The nurse removed the vent tubing and pulled the suction catheter out of the patient's trach and bagged until the respiratory therapist arrived . There was no harm to patient. No additional information provided.